Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 28-mar-2023, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 22-jan-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and manufacturing representative (rep) regarding the patient's implantable neurostimulator (ins). Information was reported that an impedance check showed that several contacts were out on both leads. The leads were tested in the battery and then also is a wireless external neurostimulator (wens). The patient had her leads replaced due to the contacts being out/high impedances. The issue was resolved at the time of the report. No further complications were reported. No patient symptoms were reported.